Event description:
During a coronary stent procedure, the shaft of the stent/delivery device broke during advancement into the guide catheter. The stent/delivery device was removed without incident and the procedure was completed with another device. No pt injury or complications were reported.